Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was not working as it had a printed circuit board (pcb) that needed to be replaced. It was also indicated that the case, keypad, knobs, and springs needed to be replaced. The epg was returned to the customer unrepaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working and had broken components. The epg was returned for service. There was no patient involvement.